Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl. The customer changed the supplies and delivered a correction bolus to address the bg level. The customer thought the occlusions may be related to the infusion set site. A pump system check was performed using the current pump supplies. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to changed the pump supplies.